Event description:
During a transfemoral tavr procedure, the sapien xt valve was deployed in a canted position within the annulus. This position created a poor seal on the left coronary cusp allowing a moderate anterior jet of regurgitation. A second valve was deployed and landed as intended. Despite the bulky calcification that created poor apposition of the valve to the annulus, the paravalvular leak (pvl) improved to mild. The lv to ao gradient improved to 10mmhg, and the patient remained stable through the case. The initial malposition was attributed to the patient's complex aortic anatomy and severe annular calcification obstructing the ideal coplanar view for deployment. The native aortic annular diameter was 20.5mm by tee and 21.2mm x 19.2mm with an area of 367.5mm2. A balloon valvuloplasty (bav) was performed prior to valve deployment. The native valve was severely calcified (bulky) and the aortic root was mildly calcified. Per report, there was mild ventricular septal hypertrophy and mild mitral annular calcification (mac) and the ef was 65%. Initially, the first valve was positioned 50:50 but it deployed too aortic and canted (50:50 on the right coronary cusp and 70:30 aortic/ventricular on the left coronary cusp [lcc]). A second valve was deployed and landed 50:50 on the non coronary cusp (ncc) and 60:40 aortic/ventricular on lcc; improvement of pvl was seen. During valve deployment, ventilation was not held and there was no loss of pacing capture. The coaxial alignment of the valve and delivery system, and the image intensifier angle, was fair. Per report, it proved difficult to initially achieve an ideal coplanar view due to the effaced (rcc), the bottom of the rcc could not be visualized and thus the initial valve landed canted. Other major contributing factor to the leak was the bulky anterior calcification stretching into the lvot.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the patient¿s complex anatomy and inability to achieve a coplanar view were reported to be major contributing factors to the malposition and resulting paravalvular leak. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.